Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported the patient experienced a breach in aseptic technique which caused peritonitis. It is unknown if a peritoneal effluent culture was performed. The hp was hospitalized for the peritonitis. The patient was treated with (unknown) antibiotics. The patient is recovering from the peritonitis and is currently on hemodialysis until recovery is complete. No additional information is complete. No additional information is available